Event description:
It was reported that the left ventricular (lv) lead was moving and thus the threshold increased slightly. The original plan was to reuse the lead however, when the physician opened the pocket it was noted that the insulation came loose from the proximal end of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 bi-ventricular (bi-v) (B)(6) 2013; 6935m62 implantable tachy lead (B)(6) 2013; 4076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.